Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: during unscrewing the pedicle screw, the head detaches from screw. The screw arrived mounted and n a decontaminated condition. A visual inspection of the screw head. The thread of the body axial shaft is in a proper condition. The thread in the body of the screw head is partly damaged. The internal torx drive in the screw head is partly damaged too. In the next step we investigated the threaded shaft (the real screw). The outwardly thread is in a proper condition. The internal torx drive is heavily damaged, most probably by using a wrong tool during unscrewing. The manufacturing documents have been checked and found to be according to specification valid during the time of production. The root cause for the problem is most probably usage related. According to the case description, the pedicle screw detaches during the unscrewing process (remove the screw out of the patient). This effect is not unusual, the screw consist of two parts, screwed together clockwise. During unscrewing with high torque, this junction can became loose. This effect is considered in the IFU of the screws. A product failure can be excluded. A CAPA is not necessary.

Event description:
Country of complaint: (B)(6). After screwing the iliosacral screw it was determined under x-ray control that this screw is too long. When turning out with screwdriver sz262r the tip of the screwdriver broke off. Parts of it remained in the screw and had to deal with a lot time spent away. In the further course when using the second screwdriver was found that the screw head was loose or broken in the area of the weld seam connection ball head / screw body. The broken screw could be removed with a pair of flat-nose pliers from the bone. This resulted in a surgery delay of about 50 minutes.